Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a moderately calcified and 90-99% stenosed lesion in segment #3 of the right coronary artery (rca). An asahi caravel mc microcatheter was being manipulated, but the catheter tip got stuck with the lesion and torn off. As the tip fragment was left on a concomitantly used asahi sion blue guide wire, the fragment was removed together with the guidewire. The procedure was continued and completed after dilatation by dilatation of an unspecified drug-coated balloon (dcb). It was informed that there were no health hazards caused by the reported event to the patient, who was without issue.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19m) distributed in the us. The reported caravel mc microcatheter and its concomitantly used sion blue guide wire were returned for investigation. The returned sion blue guide wire was found inserted in the returned caravel mc microcatehter and found coming out of the catheter tip for approximately 460mm. A fragment of the catheter tip was found left on the guide wire at approximately 80mm from the wire tip. The distal tip of the subject caravel mc microcatheter was found torn off. The fracture end of the catheter tip had helical cracks attributed to rotation, and the tip polymer had traces of ductile fracture. Microscopic observation found that the tip fragment was twisted and stretched, while the distal segment of the tip fragment was found crushed and torn. These findings suggested that the tip (5mm in length) was stretched and torn off at approximately 2mm from the tip end that is between the polymer only and polymer-and-braid segments. However, the observed damage was too severe to determine if there was any missing tip polymer. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation and tension generated during catheter withdrawal might have been accumulated to the tip of the subject caravel mc microcatheter while the distal segment of the microcatheter had been caught by the lesion. Consequently, the distal tip polymer segment was bent, stretched, and eventually torn off. Although it was concluded that this event was not attributed to product quality, it was concluded that the tip damage was too severe to rule out that some fragment was likely left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects]. - separation.